Event description:
Rn reported pediatric ICU pt was overfilled during treatment on pac-xtra device. Rn mistakenly entered 3000 mls as fill volume instead of 350 mls. As ordered. Rn noted pt in distress after 1500 mls. Infused and stopped treatment at that time. Pt was manually drained of fluid per capd and fully recovered from this event.